Event description:
The event involved a plum a+ infusion pump. The reporter stated that the pump was not infusing at the rate programmed. The pump was programmed at 55 ml/hr but running at 2.8 ml/hr. The event was based on the alarm log - last event: n102 infuser idle 2 minutes. The event occurred during infusion. There was no report of patient involvement and no report of patient harm.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not been received.

Manufacturer narrative:
The device was received for evaluation. The complaint the reporter stated that ¿pump not infusing at rate programmed in i.e., 55 ml/hr. Running at 2.8 ml/hr. Was tested as a level 1 investigation. The device was in good general condition. The device alarm / event logs were downloaded and reviewed. The following was noted. Customer¿s protocol was noted in the event logs on the (B)(6) 2022 - at 15:14 line a: rate: 55,0, vtbi:2,8, duration: 00:03. At 15:15 this this delivery was stopped after approximately 0.8ml was delivered. At 15:16 the programme was then manually changed to the following, line a: rate: 2,8, vtbi:2,0, duration: 00:42 and restarted. At 15:17 the programme was then manually changed to the following line a: rate: 55,0, vtbi:1,0 duration: 00:01. The device was then powered off. From the alarms logs review it looks likely that the rate was manually changed from 55ml/hr. To 2.8ml/hr. The customer¿s protocol was programmed on device and completed successfully. The device was programed on 14/03/22 at 13:43 line a: rate: 55,0, vtbi:2,8, duration: 00:03. The device delivered 2.86ml and alarmed n161 - line a vtbi complete at 13:46. The device operated as programmed. The device completed a full pvt without issue. The complaint was not confirmed. There was no fault found with the device and no probable cause could be determined.